Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up. It was reported there were several reports of coring. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a vial with two dark colored specks inside. The other photo shows syringes with a needle assembly. The syringes have a white colored substance with a dark speck in each syringe highlighted by a red circle. No other information could be obtained from the photos. A device history record review was completed for provided material number 305180, lot 4178025. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical needle sample analysis, a probable root cause could not be offered.

Event description:
Material #: 305180. Batch#: 4178025. Verbatim: what: coring of vials with rubber stoppers when bd blunt fill needles are used the specific drug varies - reports with cefazolin, propofol multiple providers have reported this issue over the past month. No patient harm. Product 305180, lot#4178025 nov 28. Product 305180, lot#4178025 nov 27.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.